Event description:
A malfunction was reported on a pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on how to reset the pump and assisted in resetting it. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared.